Event description:
Unomedical reference number (B)(4). Event occurred in germany. On 03-may-2022, it was reported by the patient's father that her seventeen-year-old daughter's infusion set's cannula top has broken, and it happened a couple of times. Moreover, on 23-jun-2022, her infusion set's cannula was missing, and they assumed that the needle had broken inside the body. However, after removing the set there has been pus on the insertion site and he assumed that either the part of the needle that has broken inside the body was pushed out or still in the body. No further information available.